Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had a no delivery alarm for the second time but the active insulin in the insulin pump was saying that they got the bolus. They were unable to troubleshoot at the time of the call. The customer's current blood glucose level was 414 mg/dl. The customer's mother stated they would treat the high blood glucose with a manual injection and will change the infusion set. The device will not be returned for analysis.